Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose over 600 mg/dl with vomiting and large ketones associated with the time/date issue. It was reported that the patient had strep throat. Reportedly, the patient remained on the insulin pump and was treated in the emergency room by their healthcare provider with IV insulin and IV fluids. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.